Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the headless pin extractors in both of dr. (B)(6) triathlon trays are not working to his satisfaction. The mechanism seems fine to me however the dr. Said they are not gripping like he is used to.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned for evaluation. It showed signs of normal metal wear on the body and the cam, which interfaces with the pin. The cams on each device had nicks and scratches. Functional inspection: the device was functionally tested using a headless pin cat. No.: 6541-4-003. The device was able to fully grasp and remove the pin in a simulated in vivo condition. The event was not confirmed. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the headless pin extractors in both of dr. (B)(6) triathlon trays are not working to his satisfaction. The mechanism seems fine to me however the dr. Said they are not gripping like he is used to.